Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported the 512sd trocar was opened by the circulating nurse and put on the mayo stand. The scrub nurse attempted to arm the trocar but the arming lever would not stay engaged. The surgeon made an attempt also unsuccessfully. A second 512sd was opened and utilized without incident. There was no consequence to the patient.